Event description:
It was reported that the programmer gave an error message when trying to interrogate a device. The sales representative was given the programmer and a device was successfully interrogated. Technical services provided assistance in resolving the issue by recommending that the 2090 service disk be run on the programmer. The status of the programmer is unknown, but appears in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.